Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2011 for stress incontinence and mesh was implanted. The patient experienced vaginal discharge for the last two years. The patient also experienced mesh erosion in the vagina which requires surgical revision. No additional information is available.